Event description:
It was reported on (B)(6) 2012, that a physician was having problems interrogating a patient's device. The physician stated she tried multiple times however she would consistently obtain an error message stating to "retry or cancel". The patient was no longer present to perform additional troubleshooting however the hhd was not plugged into the wall and the battery power of the wand was verified to be sufficient. The cable connections were also secure. The generator was not believed to be at end of service as it implanted in (B)(6) 2011. Approximately one week later, the physician stated that she wanted her dell x5 hhd replaced as it would not work however whenever she used one of the x50s available, she would not have any problems. Additional information received later indicated that the patient's device could be interrogated when another programming system was used. Good faith attempts to obtain information regarding the programming system functionality as well as obtain the programming system for analysis have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when the programming system (wand, dell x5 handheld computer, and associated flashcard) were received by the manufacturer for analysis. No anomalies were found with any component of the programming system. The programming wand, dell x5 handheld computer, and flashcard performed according to functional specifications.

Manufacturer narrative:
Lot #, corrected data: initial report listed the incorrect lot number for the software. The information has been corrected on this report. Corrected data: initial report listed the incorrect software version number. The information has been corrected on this report.

Manufacturer narrative:
.